Event description:
Pt was implanted with an end cap, locking sleeve, spiral blade, femoral nail, and locking screw. Pt was revised and all hardware removed after post op x-ray showed spiral blade back-out.